Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A service and repair history record review was attempted for the subject device but could not be completed because the device is a lot/batch controlled item. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary tibia nailing procedure on (B)(6) 2016, the guide sleeve was placed through the aiming arm and when the surgeon attempted to drill through the nail, the drill missed the nail hole and instead ran into the nail inferior to the most distal static locking option. The surgeon then had to manually correct the position of the guide sleeves through the aiming arm in order to advance the drill through the proper nail hole. Instruments from another set were procured and a different aiming arm was used for the second proximal interlock. When the other aiming arm from the other set was used for the second interlock, it worked as expected. There was a 10 minute surgical delay and no adverse impact to patient. The procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the aiming arm was not aiming correctly. The repair technician reported the item showed signs of wear. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the returned instrument was examined and no defects or deficiencies were identified which may have contributed to the complaint condition of misalignment. The inspected device showed no signs of deformation; as such the complaint is unable to be confirmed. General wear (worn finish, nicks, scratches) consistent with repeated use were identified as expected with an 11+ year old device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The aiming arm for ti cannulated tibial nails-ex (03.010.52) is noted in the titanium cannulated tibial nail technique guide. Following nail insertion, the aiming arm is attached to an insertion handle (03.010.486 or 03.010.485) and is utilized to ensure proper proximal nail position and, following distal locking, for targeting of the nail¿s proximal locking holes. Misalignment during proximal locking can be the result of numerous factors including, but not limited to, patient anatomy and surgical technique. The system technique guide offers the following caution: ¿do not exert forces on the aiming arm, protection sleeve, drill sleeves and drill bits. These forces may prevent accurate targeting through the proximal locking holes and damage the drill bits.¿ relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no non-conformance reports or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: unknown nail (part and lot unknown, quantity 1), unknown guide sleeves (part and lot unknown, quantity unknown).